Manufacturer narrative:
The insulin pump passed the self test and the displacement test. No missing segment or partial display or missing back light was noted. The insulin pump had minor scratches on the display window, cracked reservoir tube lip and scratched reservoir tube window.

Event description:
It was reported that the insulin pump has missing segments on the lcd screen. Blood glucose value is unknown. The insulin pump would be replaced and returned for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.